Event description:
It was reported that the patient was experiencing pain in the neck. The patient was prescribed with pain medication. Additional information was received that the neck pain is unrelated to the device. The patient has been noncompliant with charging and did not want to use the device anymore due to personal reasons. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to medical facility policy.

Event description:
It was reported that the patient was experiencing pain in the neck. The patient was prescribed with pain medication. Additional information was received that the neck pain is unrelated to the device. The patient has been noncompliant with charging and did not want to use the device anymore due to personal preference.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago.

Event description:
It was reported that the patient was experiencing pain in the neck. The patient was prescribed with pain medication.